Event description:
Olympus (oekg) was informed that the customer 4k ultra high-definition liquid crystal display monitor is having ¿blank screen¿ issues with the slave monitor¿. The customer reported problem was found during inspection before use. The machine was turned off and restarted but still a black screen. The customer confirmed that the staff eventually was able to turn the device off, ¿fiddle with the wires¿ which allowed the monitor to come back on. As a result, there was a slight delay to start the procedure. The patient was not in the room. No death, injury or impact to the patient was confirmed.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection confirmed the customer reported issue, blank screen due to a defective printed circuit board. Additionally, the inspection found the monitor does not power on due to a defective printed circuit board. Internally, the device has excessive debris/dust. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon was caused by the power supply. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.